Manufacturer narrative:
Information indicates this device was thrown away at the explanting hospital and will not be returned.

Event description:
It was reported that this patients insertable cardiac monitor (icm) was attempted to be implanted twice but failed. First implant attempt was unsuccessful but the physician reloaded the icm device and attempted a second time when the icm device jammed in the insertion tool. Boston scientific technical services (ts) received a call from the boston scientific representative stating that during the implant procedure the icm device was not showing appropriate electrogram readings. Physician stated this could be due too much lidocaine preventing good tissue contact, ts confirmed and noted to expect with time for lidocaine to dissipate and sensing to improve. After further review it was concluded that during the second attempt the icm device was jammed in the plunger and not inserted into the patients tissue. The boston scientific representative discussed the issue with the physician, but the physician declined to take any additional action at that time. Then the icm device was discarded while still in the insertion tool. Another icm device was successfully implanted the following day. There were no adverse patient effects.

Event description:
It was reported that this patients insertable cardiac monitor (icm) was attempted to be implanted twice but failed. First implant attempt was unsuccessful but the physician reloaded the icm device and attempted a second time when the icm device jammed in the insertion tool. Boston scientific technical services (ts) received a call from the boston scientific representative stating that during the implant procedure the icm device was not showing appropriate electrogram readings. Physician stated this could be due too much lidocaine preventing good tissue contact, ts confirmed and noted to expect with time for lidocaine to dissipate and sensing to improve. After further review it was concluded that during the second attempt the icm device was jammed in the plunger and not inserted into the patients tissue. The boston scientific representative discussed the issue with the physician, but the physician declined to take any additional action at that time. Then the icm device was discarded while still in the insertion tool. Another icm device was successfully implanted the following day. There were no adverse patient effects.

Manufacturer narrative:
Information indicates this device was thrown away at the explanting hospital and will not be returned. This correction supplemental report was submitted with a correction to the impact codes table in report section h6.